Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the injury current was large and high p wave sensing were noted during the implant procedure. No capture was possible on the lead except for at very high pacing thresholds.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that whilst attempting to insert the right atrial (ra) lead, the physician first extended the helix and retracted it due to poor numbers. The lead was then removed from the body and inserted it into the atrium again and attempted to retract the lead but it was stuck. The physician attempted to further retract the helix but there was no change. Eventually, they were able to unstick the lead and remove it from the body. Upon examination, there was no tissue attached at the end of the lead nor was there any of the helix sticking out. Further testing revealed normal function of the helix. No patient complications have been reported as a result of this event.